Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for chronic pain. It was reported that during implantation of the deep brain stimulation (dbs) lead a bleed was noted in the area of the brain unrelated to the implantation site of the leads. However, the patient had a pre-existing condition of prior stroke damage and the bleed occurred in that location. It was confirmed that the patient is recovering fine with no unexpected issues following the surgeons addressing the bleed during surgery. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3387s-40 lot# va1lqzh serial# implanted: 2018 (B)(6) explanted: product type lead product ID 3587a25 lot# n465483 serial# implanted: 2018 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the leads were placed without difficulty successfully in the target locations. Leads were tunneled to separate incision for stage 2 surgery for internalization of ins. An intraoperative CT scan was taken to verify lead location, which revealed moderate intracerebral hematoma. The hematoma was contained in a part of the cavity created by the patient¿s old stroke, and did not cause mass effect on the adjacent normal brain tissue. During stage 2 procedure, the site of the hematoma was checked and there was no active bleeding. The brain was pulsatile without signs of pressure. The leads were connected to the ins. There was no clinical or observable sequela from the bleeding likely because it occurred in previously infarcted tissue. Patient had no new neurological deficit after procedure when compared to baseline, and recovered as expected. Neurological exam on discharge was not significantly different from preoperative exam. All other aspects of the patient¿s hospitalization proceeded as expected. The etiology was stated to be probably related to the study procedure as it occurred after lead implant, but not directly related to the lead or ins implant as the bleeding occurred far from the sites of primary surgery.